Event description:
Information received by medtronic indicated that insulin pump was unable to turn on after changing battery due to battery error message. Customer tried changing battery multiple times. No harm requiring medical intervention was reported. Troubleshooting steps were not mentioned. The device will be returned for analysis.

Manufacturer narrative:
Customer returned pump for an alleged failed battery test alarm found on (B)(6) 2021. The pump passed the active current test, sleep current test and self test. No unexpected failed battery test alarm noted during testing. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No failed battery test alarm found in the pump history files or traces. Pump was cut open to perform visual inspection and found¿no evidence of physical or moisture damage¿on the electronic assembly, motor or force sensor. Test p-cap and reservoir does not lock properly into reservoir compartment during testing due to broken reservoir tube lip, missing reservoir tube o-ring and missing retainer. The following were noted during visual inspection: broken reservoir tube lip, missing reservoir tube o-ring, missing retainer, cracked battery tube threads, cracked case along the side of the battery tube, cracked select button keypad overlay, missing display window cover and minor scratched lcd window. Failed battery test alarm not confirmed. Cosmetic damage found on the pump case. (B)(4).